Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal even though an end tone, indicating a completed seal cycle, was heard. There was no patient injury.